Manufacturer narrative:
Follow-up # 2 - 3/23/2015 device evaluation. The lay user/patients test strips have been returned on 2/18/2015 and further evaluated by lifescan product analysis on 3/17/2015 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 4 message was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015). The patient¿s meter has been returned on 1/29/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:error message 2 and 4 are observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.